Manufacturer narrative:
Device was used for treatment, not diagnosis. Weight and ethnicity/race were not provided for reporting. This report is for unknown band-aid unspecified. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported used an unspecified band-aid to cover a bite on (B)(6) 2018. Couple hours after the application consumer experienced intense pain and removed the band-aid to found out that it took off skin and left raw marks. Consumer visited doctor and medication was prescribed. Consumer is still is in pain.